Manufacturer narrative:
(B)(4). The device was not returned for evaluation and the serial number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of death was reported to be due to cardiac arrest subsequent to multiple organ failure. It was reported that the patient was hospitalized for an unrelated indication prior to the time of death. Treatment for the event was not reported. Pd therapy was ongoing during hospitalization. An autopsy was not performed. No additional information is available at this time.